Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during testing, the device¿s needle broke. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of device. The visual inspection of the returned products noted one suture and one needle. The needle was observed to be attached to a suture. A tactile and microscopic inspection of the suture was performed with no ab normalities. The retainer was inspected with no abnormalities. A microscopic inspection of the needle was performed with no abnormalities. As the sealed products were expired, functional testing was precluded. Pmv cannot confirm the reported event of broken needle because the needle was observed to be not broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened, and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.